Event description:
The user reported that the sheath had a leaking hemostatic valve. The patient experienced air embolism, but recovered at the end of the procedure. St elevation was seen at the ECG during procedure while approaching the lipv. The physician waited, and the patient recovered immediately. Patient without problems after completing the cryoablation procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.